Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx basket was to be used in the biliary tract in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the tip of the basket separated unintentionally. Another trapezoid rx basket was opened. The tip of the basket also separated unintentionally. A third trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.